Event description:
It was reported that end of the arctic gel pads did not fit into machine. Per follow up information received via email on 15-sep-2022, the pads were being used on patient during reported event and they were replaced by new ones. Pads were available for return. The pad serial number was (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was unconfirmed as all connectors were able to connect to the arctic sun machine with no difficulties. Visual evaluation noted received 1 medium arctic gel pad kit. Visual evaluation of the returned sample noted one opened arctic gel pad kit present with no original packaging. Visual inspection of the pad surface noted no obvious visible defects such as cuts or tears in the foam. Visual inspection of the clear connectors noted chipping on right chest pad connector. Visual inspection of the tubing for all the pads noted no kinks. All pads were tested by connecting to arctic to see if pads properly fit. All pads properly connected and disconnected from arctic sun machine without any difficulties. Therefore, the product meets specifications according to ip which states "missing or damaged components are not allowed (the plastic film, foam or hydrogel, connector and tubes shall be free of damages, tears or perforations)." Additional complaint for chipping is not required to be opened as it was not reported by the customer, and it is unknown if the chipping was caused by user or potentially damaged during transit. Also has chipping did not impact the ability for pads to be properly connected to arctic sun machine an additional complaint to be opened would not be required. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that end of the arctic gel pads did not fit into machine. Per follow up information received via email on 15sep2022, the pads were being used on patient during reported event and they were replaced by new ones. Pads were available for return. The pad serial number was (B)(6).